Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed and stopped operating due to a pressure regulation high reference failure. There was no patient involvement.